Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 3003288808-2021-00352 and the correct code is being reported on this manufacturer report. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During a technical site visit, the field service engineer (fse) performed a system verification, including verification for all cuts and tested the system. According to fse, cuts are in specification and the system is operating within specifications as per service installation record (sir). The incomplete flap could not be confirmed based on the information provided. However, as per follow-up information, scratched patient interfaces (pi¿s) were used. This might have led to incomplete cuts. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The log file showed a couple of successfully performed treatments. The reported treatment could be identified in the log file. The log file shows that the beam control check (bcc) for right eye was done about nine minutes and for left eye about one minute before the laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye and left eye were finished successfully without any issue. The thickness of the flap for right and left eye is thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient experienced a disrupted flap, during laser assisted lasik flap creation. There are multiple related reports for this reported facility. This report addresses patient cb and other manufacturer reports will be filed.